Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the bottom of the insulin pump was loose. The button was not responding as well. Customer's blood glucose level was 534 mg/dl. The customer treated her blood glucose level with an injection. The insulin pump alarmed button error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked end cap. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to cracked endcap. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, broken belt clip slot and minor scratches on lcd window. No damage noted on the end cap sticker.